Event description:
Customer reportedly noted a leak in the anesthesia machine when the vaporizer was turned off. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of initial report-06/22/2000. Receipt of add'l info-07/26/2000.